Event description:
It was reported that during the anterior communicating artery aneurysm procedure, the physician prepared to use subject stent to assist the coil embolization. The physician used microcatheter to deploy the subject stent. When deploying, 1/3 of the subject stent was pushed out to deploy, but the rest got stuck in microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the anterior communicating artery aneurysm procedure, the physician prepared to use subject stent to assist the coil embolization. The physician used microcatheter to deploy the subject stent. When deploying, 1/3 of the subject stent was pushed out to deploy, but the rest got stuck in microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was seen to be deployed (deployed after procedure by operator outside of patient). The sdw was seen to be kinked. The stent was seen to be deformed. The introducer sheath was not returned. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code could not be confirmed during device analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'not tortuous'. It was reported that 'the operator used microcatheter to deliver and deploy stent. When deploying the stent for 1/3, it got stuck and could not be pushed anymore because of big resistance, so the stent could not be deployed completely. The operator then withdrew the whole system out and replaced the stent with another one and deploy successfully with the same microcatheter to finish the procedure. It was clarified in the follow-up gfe questions that after the stent was placed to the deployment location, the physician started to deploy the stent, and 1/3 of the stent was pushed out, but the rest got stuck in microcatheter so the stent could not be deployed completely. Note the follow-up gfe questions also noted that the stent delivery microcatheter was not retracted in a continuous movement while maintaining the position of the stent delivery wire. This is not aligned with the dfu instructions which state that the user must carefully retract the stent delivery micro catheter in a continuous movement, while maintaining the position of the stent delivery wire to allow the stent to deploy across the neck of aneurysm. The stent was returned for analysis already deployed (by the physician on the table, after the procedure). The deployed stent was damaged/deformed at the proximal (open cell) end and in the middle of the stent. The stent delivery wire was also returned and was kinked/bent at two (2) locations towards the distal end of the wire. The introducer sheath was not returned for analysis. The as reported ¿stent partial deployment¿ as well as the as analyzed 'sdw kinked/bent¿ and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.